Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date that the sterile processing department manager found two (2) broken depth gauges. Both had the hook broken off from the shaft of depth gauge. There was no patient involvement. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws-70mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI. D10/d11: concomitant medical products: concomitant devices reported. H3, h4, h6: device history lot: part number:sd319.002. Synthes lot number: 7819728. Supplier lot number: n/a. Release to warehouse date: 25feb2015. Expiration date: n/a. Manufactured by synthes brandywine. No ncrs were generated during production. Device history batch null, device history review review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation summary background: it was reported that on an unknown date that the sterile processing department manager showed two broken depth gauges, both had hook broken off from shaft of depth gauge. There was no patient involvement. This complaint involves two (2) devices. Investigation flow: damage. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws-70mm (p/n: sd319.002, lot number: 7819728) was received at us cq. Upon visual inspection, the needle component is broken off. Device failure/defect was identified. Dimensional inspection: no dimensional inspection was performed due to post-manufacturing damage. Document/specification review: sd319_002 rev c & d were reviewed. No design issues or discrepancies were identified. Complaint was confirmed. Investigation conclusion: this complaint is confirmed as the needle component has broken off. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.